Event description:
E was initially received via regulatory authority (reference number: mw5078444) on 25-jul-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), autoimmune disorder (seriousness criterion medically significant), spinal osteoarthritis ("oa of back/degeneration") with back pain, osteoarthritis ("oa of pelvic region/degeneration") with peripheral swelling, memory impairment ("memory problems"), thyroid disorder ("thyroid problems"), thyroid mass ("nodule in thyroid"), glucose tolerance impaired ("pre-diabetic"), polycystic ovaries ("pcos"), anxiety ("anxiety"), depression ("depression"), panic attack ("panic attack"), migraine ("migraines"), asthenia ("lack of energy"), allergy to metals ("allergy to nickel"), gait inability ("can barely walk") and abdominal distension ("stomach swelling"). At the time of the report, the pelvic pain, autoimmune disorder, spinal osteoarthritis, osteoarthritis, memory impairment, thyroid disorder, thyroid mass, glucose tolerance impaired, polycystic ovaries, anxiety, depression, panic attack, migraine, asthenia, allergy to metals, gait inability and abdominal distension outcome was unknown. The reporter considered abdominal distension, allergy to metals, anxiety, asthenia, autoimmune disorder, depression, gait inability, glucose tolerance impaired, memory impairment, migraine, osteoarthritis, panic attack, pelvic pain, polycystic ovaries, spinal osteoarthritis, thyroid disorder and thyroid mass to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5078444) on 25-jul-2018. The most recent information was received on 25-feb-2019. Quality-safety evaluation of ptc: unable to confirmed complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/double over in pain/pain"), genital haemorrhage ("bleeding"), device expulsion ("migration/perforation: migration into uterus") and autoimmune disorder ("autoimmune disorder/autoimmune issues") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, gallstones, cholecystitis, vaginal bleeding, hypothyroidism, cervical spinal stenosis, hypothyroidism and paratubal cyst. On (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), spinal osteoarthritis ("oa of back/degeneration") with back pain, osteoarthritis ("oa of pelvic region/degeneration") with peripheral swelling, memory impairment ("memory problems"), thyroid disorder ("thyroid problems"), thyroid mass ("nodule in thyroid"), glucose tolerance impaired ("pre-diabetic/prediabetes"), the first episode of polycystic ovaries ("pcos"), anxiety ("anxiety"), depression ("depression"), panic attack ("panic attack"), migraine ("migraines/migraines"), asthenia ("lack of energy"), the first episode of allergy to metals ("allergy to nickel"), gait disturbance ("can barely walk"), abdominal distension ("stomach swelling"), urinary tract disorder ("urinary problems"), the second episode of allergy to metals ("nickel sensitivity"), neuromyopathy ("neuromuscular problems"), scar ("vaginal scarring"), adenomyosis ("adenomyosis"), arthritis ("arthritis"), the second episode of polycystic ovaries ("pcos"), tooth loss ("teeth falling out") and inflammation ("inflammation"). The patient was treated with surgery (ablation and total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, device expulsion, autoimmune disorder, spinal osteoarthritis, osteoarthritis, memory impairment, thyroid disorder, thyroid mass, glucose tolerance impaired, anxiety, depression, panic attack, migraine, asthenia, gait disturbance, abdominal distension, urinary tract disorder, the last episode of allergy to metals, neuromyopathy, scar, adenomyosis, arthritis, the last episode of polycystic ovaries, tooth loss and inflammation outcome was unknown. The reporter considered abdominal distension, adenomyosis, anxiety, arthritis, asthenia, autoimmune disorder, depression, device expulsion, gait disturbance, genital haemorrhage, glucose tolerance impaired, inflammation, memory impairment, migraine, neuromyopathy, osteoarthritis, panic attack, pelvic pain, scar, spinal osteoarthritis, thyroid disorder, thyroid mass, tooth loss, urinary tract disorder, the first episode of allergy to metals, the first episode of polycystic ovaries, the second episode of allergy to metals and the second episode of polycystic ovaries to be related to essure. The reporter commented: date of insertion 2005-2006 was reported. Quality-safety evaluation of ptc: unable to confirmed complaint. Most recent follow-up information incorporated above includes: on 25-feb-2019: pfs received. Events per pfs: migration/perforation, urinary problems, nickel sensitivity, bleeding,neuromuscular problems, vaginal scarring, other (list): adenomyosis, migraines, double over in pain, arthritis, pcos, teeth falling out were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5078444) on 25-jul-2018. The most recent information was received on 06-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), autoimmune disorder (seriousness criterion medically significant), spinal osteoarthritis ("oa of back/degeneration") with back pain, osteoarthritis ("oa of pelvic region/degeneration") with peripheral swelling, memory impairment ("memory problems"), thyroid disorder ("thyroid problems"), thyroid mass ("nodule in thyroid"), glucose tolerance impaired ("pre-diabetic"), polycystic ovaries ("pcos"), anxiety ("anxiety"), depression ("depression"), panic attack ("panic attack"), migraine ("migraines"), asthenia ("lack of energy"), allergy to metals ("allergy to nickel"), gait disturbance ("can barely walk") and abdominal distension ("stomach swelling"). At the time of the report, the pelvic pain, autoimmune disorder, spinal osteoarthritis, osteoarthritis, memory impairment, thyroid disorder, thyroid mass, glucose tolerance impaired, polycystic ovaries, anxiety, depression, panic attack, migraine, asthenia, allergy to metals, gait disturbance and abdominal distension outcome was unknown. The reporter considered abdominal distension, allergy to metals, anxiety, asthenia, autoimmune disorder, depression, gait disturbance, glucose tolerance impaired, memory impairment, migraine, osteoarthritis, panic attack, pelvic pain, polycystic ovaries, spinal osteoarthritis, thyroid disorder and thyroid mass to be related to essure. Quality-safety evaluation of ptc: unable to confirmed complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5078444) on 25-jul-2018. The most recent information was received on 14-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/double over in pain/pain') and device expulsion ('migration/perforation: migration into uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, gallstones, cholecystitis, vaginal bleeding, hypothyroidism, cervical spinal stenosis, hypothyroidism and paratubal cyst. On (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), device expulsion (seriousness criteria medically significant and intervention required), allergy to metals ("allergy to nickel / nickel sensitivity"), genital haemorrhage ("bleeding"), abdominal distension ("stomach swelling"), autoimmune disorder ("autoimmune disorder/autoimmune issues"), spinal osteoarthritis ("oa of back/degeneration") with back pain, osteoarthritis ("oa of pelvic region/degeneration") with peripheral swelling, memory impairment ("memory problems"), thyroid disorder ("thyroid problems"), thyroid mass ("nodule in thyroid"), glucose tolerance impaired ("pre-diabetic/prediabetes"), the first episode of polycystic ovaries ("pcos"), anxiety ("anxiety"), depression ("depression"), panic attack ("panic attack"), migraine ("migraines/migraines"), asthenia ("lack of energy"), gait disturbance ("can barely walk"), urinary tract disorder ("urinary problems"), neuromyopathy ("neuromuscular problems"), vaginal disorder ("vaginal scarring"), adenomyosis ("adenomyosis"), arthritis ("arthritis"), the second episode of polycystic ovaries ("pcos"), tooth loss ("teeth falling out"), inflammation ("inflammation") and arthralgia ("joint pain"). The patient was treated with surgery (ablation and total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device expulsion, allergy to metals, genital haemorrhage, abdominal distension, autoimmune disorder, spinal osteoarthritis, osteoarthritis, memory impairment, thyroid disorder, thyroid mass, glucose tolerance impaired, anxiety, depression, panic attack, migraine, asthenia, gait disturbance, urinary tract disorder, neuromyopathy, vaginal disorder, adenomyosis, arthritis, the last episode of polycystic ovaries, tooth loss, inflammation and arthralgia outcome was unknown. The reporter considered abdominal distension, adenomyosis, allergy to metals, anxiety, arthralgia, arthritis, asthenia, autoimmune disorder, depression, device expulsion, gait disturbance, genital haemorrhage, glucose tolerance impaired, inflammation, memory impairment, migraine, neuromyopathy, osteoarthritis, panic attack, pelvic pain, spinal osteoarthritis, thyroid disorder, thyroid mass, tooth loss, urinary tract disorder, vaginal disorder, the first episode of polycystic ovaries and the second episode of polycystic ovaries to be related to essure. The reporter commented: date of insertion 2005-2006 was reported. Quality-safety evaluation of ptc: unable to confirmed complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received: new event- joint pain and reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/double over in pain/pain') and device expulsion ('migration/perforation: migration into uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, gallstones, cholecystitis, vaginal bleeding, hypothyroidism, cervical spinal stenosis, hypothyroidism and paratubal cyst. On (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), device expulsion (seriousness criteria medically significant and intervention required), allergy to metals ("allergy to nickel / nickel sensitivity"), genital haemorrhage ("bleeding"), abdominal distension ("stomach swelling"), autoimmune disorder ("autoimmune disorder/autoimmune issues"), spinal osteoarthritis ("oa of back/degeneration") with back pain, osteoarthritis ("oa of pelvic region/degeneration") with peripheral swelling, memory impairment ("memory problems"), thyroid disorder ("thyroid problems"), thyroid mass ("nodule in thyroid"), glucose tolerance impaired ("pre-diabetic/prediabetes"), the first episode of polycystic ovaries ("pcos"), anxiety ("anxiety"), depression ("depression"), panic attack ("panic attack"), migraine ("migraines/migraines"), asthenia ("lack of energy"), gait disturbance ("can barely walk"), urinary tract disorder ("urinary problems"), neuromyopathy ("neuromuscular problems"), vaginal disorder ("vaginal scarring"), adenomyosis ("adenomyosis"), arthritis ("arthritis"), the second episode of polycystic ovaries ("pcos"), tooth loss ("teeth falling out"), inflammation ("inflammation"), arthralgia ("joint pain") and tooth infection ("tooth infection"). The patient was treated with surgery (ablation and total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device expulsion, allergy to metals, genital haemorrhage, abdominal distension, autoimmune disorder, spinal osteoarthritis, osteoarthritis, memory impairment, thyroid disorder, thyroid mass, glucose tolerance impaired, anxiety, depression, panic attack, migraine, asthenia, gait disturbance, urinary tract disorder, neuromyopathy, vaginal disorder, adenomyosis, arthritis, the last episode of polycystic ovaries, tooth loss, inflammation, arthralgia and tooth infection outcome was unknown. The reporter considered abdominal distension, adenomyosis, allergy to metals, anxiety, arthralgia, arthritis, asthenia, autoimmune disorder, depression, device expulsion, gait disturbance, genital haemorrhage, glucose tolerance impaired, inflammation, memory impairment, migraine, neuromyopathy, osteoarthritis, panic attack, pelvic pain, spinal osteoarthritis, thyroid disorder, thyroid mass, tooth infection, tooth loss, urinary tract disorder, vaginal disorder, the first episode of polycystic ovaries and the second episode of polycystic ovaries to be related to essure. The reporter commented: date of insertion 2005-2006 was reported. Quality-safety evaluation of ptc: unable to confirmed complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event tooth infection added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/double over in pain/pain') and device expulsion ('migration/perforation: migration into uterus') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, gallstones, cholecystitis, vaginal bleeding, hypothyroidism, cervical spinal stenosis, hypothyroidism and paratubal cyst. On (B)(6) 2005, the patient had essure inserted. On (B)(6) 2018, the patient experienced cystitis ("bladder infection 20 days after essure removal"), 13 years 1 month after insertion and 21 days after removal of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), device expulsion (seriousness criteria medically significant and intervention required), back pain ("severe back pain, back 20 days after essure removal"), allergy to metals ("allergy to nickel / nickel sensitivity"), genital haemorrhage ("bleeding"), abdominal distension ("stomach swelling/ also bloated 20 days after essure removal"), autoimmune disorder ("autoimmune disorder/autoimmune issues"), spinal osteoarthritis ("oa of back/degeneration"), osteoarthritis ("oa of pelvic region/degeneration"), memory impairment ("memory problems"), thyroid disorder ("thyroid problems"), thyroid mass ("nodule in thyroid"), glucose tolerance impaired ("pre-diabetic/prediabetes"), the first episode of polycystic ovaries ("pcos"), anxiety ("anxiety"), depression ("depression"), panic attack ("panic attack"), migraine ("migraines/migraines"), peripheral swelling ("swelling of feet"), asthenia ("lack of energy"), gait disturbance ("can barely walk"), urinary tract disorder ("urinary problems"), neuromyopathy ("neuromuscular problems"), vaginal disorder ("vaginal scarring"), adenomyosis ("adenomyosis"), arthritis ("arthritis"), the second episode of polycystic ovaries ("pcos"), tooth loss ("teeth falling out"), inflammation ("inflammation"), arthralgia ("joint pain") and tooth infection ("tooth infection"). The patient was treated with antibiotics and surgery (ablation and total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device expulsion, allergy to metals, genital haemorrhage, autoimmune disorder, spinal osteoarthritis, osteoarthritis, memory impairment, thyroid disorder, thyroid mass, glucose tolerance impaired, anxiety, depression, panic attack, migraine, peripheral swelling, asthenia, gait disturbance, urinary tract disorder, neuromyopathy, vaginal disorder, adenomyosis, arthritis, the last episode of polycystic ovaries, tooth loss, inflammation, arthralgia, tooth infection and cystitis outcome was unknown and the back pain and abdominal distension had not resolved. The reporter considered abdominal distension, adenomyosis, allergy to metals, anxiety, arthralgia, arthritis, asthenia, autoimmune disorder, back pain, cystitis, depression, device expulsion, gait disturbance, genital haemorrhage, glucose tolerance impaired, inflammation, memory impairment, migraine, neuromyopathy, osteoarthritis, panic attack, pelvic pain, peripheral swelling, spinal osteoarthritis, thyroid disorder, thyroid mass, tooth infection, tooth loss, urinary tract disorder, vaginal disorder, the first episode of polycystic ovaries and the second episode of polycystic ovaries to be related to essure. The reporter commented: date of insertion 2005-2006 was reported. She posted 20 days after essure removal she was very bloated and her back pain was back, she had a bladder infection and to take antibiotics. Quality-safety evaluation of ptc: unable to confirmed complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: she posted 20 days after essure removal she was very bloated and her back pain was back, she had a bladder infection (events added) and to take antibiotics on 15-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.